Event description:
In 2007, the sales representative reported that during an anterior lumbar interbody fusion on eleven days earlier when the infix struts were advanced, they were unable to properly seat and were about 44mm proud due to difficulty the surgeon had with the distractor. The surgeon removed the implants (struts and endplates) to reinsert them, however, one of the struts and one endplate were stuck together. The surgeon used a second set with less lordosis to complete the construct. Surgery time was extended by 30 minutes. There was no report of patient injury.

Manufacturer narrative:
Evaluation pending. This event is associated with recall, which requires training of the surgeon prior to use. The surgeon associated with the event was trained on 26 apr 2005. Evaluation of returned devices is pending.